Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise episodes. The noise could be reproduced by moving the patients arm up and down. A lead fracture was suspected. The patient was asymptomatic and would continue to be monitored.